Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump and received assistance from technical support to perform the reset to address the issue.